Event description:
Ous MDR - it was reported that 6 days after the implantation loss of capture occurred due to a micro dislodgement. During the lead revision, an insulation defect occurred; the lead was explanted and replaced.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, mechanically, and electrically. The visual analysis showed that the distal part of the lead had been pulled from the adhesive connection with the connector plug, as is mentioned in the complaint text. The outer conductor helix was deformed in this area. In addition, the steroid collar was damaged. These damages indicate a significant mechanical force impact. Excessive mechanical stress during the surgery should be considered as the cause. The analysis did not show any other deviations that could be related to the clinical complaint. Especially the measurement values of the electrical analysis were within the technical specification. No irregularities could be detected during the performed screw tests. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.